Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The manufacturer¿s international service technician confirmed the reported oxygen accuracy issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During further investigation (fi), a visual inspection of the gas delivery system (gds) assembly noted no anomalies. The returned gds was installed onto a known good test unit. The test ventilator was booted up into normal ventilation mode and delivered breaths. No errors were generated while cycling the power on and off. The unit was noted to fail portions of the oxygen flow accuracy, and oxygen % accuracy testing. From the test data, the oxygen flow sensor subsystem was determined to be failing. U1/u3 were suspected. U1 and u3 were replaced on the failing oxygen flow sensor subsystem. Oxygen flow sensor drift caused unit to pass out of specified range. Replacement of u1/u3 combination of oxygen flow sensor subsystem resulted in the unit passing all testing. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance (pm), the product support engineer (pse) reported the device failed the oxygen accuracy test (pvt test 7) at the 30% setting. The customer reported there was no patient involvement.